Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture baker grade iii and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, seroma-late and gel bleed.

Event description:
Patient reported right side "pain; discomfort", "rash", "fluid", "breast enlargement, tender to touch and lie on", large amount of fluid surrounding the collapsed implant", "peri-implant fluid collection and capsulitis", "bia-alcl the concern", "radial fold", "silicon leak from the implant" and "free silicon in capsule" the device has been explanted. Treatment for the right side was aspiration of fluid.